Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:(B)(4) it was reported that due to a fall, the patient's leads fractured, and the patient was experiencing ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue.